Manufacturer narrative:
This MDR is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacture's facility in 2008, and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at facility.

Event description:
It was reported that the cap that fits over the attachment drain spout under the pump, cracked longitudinally causing fluid to drain over pt's clothes. No injury or adverse consequences were reported as a result of the incident.